Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed preventative maintenance. Over infused at 21.5 and 21.1" was not reproduced. Evaluation sent the device for flow lines for the flow accuracy volumetric test; results: 20.7ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance testing, over infused at 21.5 and 21.1 during preventive maintenance inspection in the biomedical service department. There was no patient involvement. No additional information is available.